Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot (device - pse45a). Reload ¿ ecr45w lot # p4r01n - the lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Expiration date 12/31/2021 / manufacturing date 01/04/2017.

Event description:
It was reported that during an endoscopic splenectomy procedure, during first firing, the firing button was broken. Procedure was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
Additional information: batch# n57l97. The analysis found that one pse45a device was returned with no apparent damage and with cartridge reload loaded on the device. The cartridge reloads was received unfired. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Further analysis showed that the firing trigger was loose and missing, making the device non-functional. No further functional testing could be performed due to the conditions of the device. No conclusion could be reached as to what may have caused the firing trigger to become missing. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.